Manufacturer narrative:
Boston scientific subsequently received information via a user facility medwatch report (B)(4) that this patient's death followed an attempt to explant this lead and the chronic model 0154 rv lead, which also had been surgically abandoned. The reporting health care provider indicated that the patient became hypotensive and experienced a cardiac arrest. An echocardiogram did not reveal evidence of an effusion. The patient was taken to an emergency room, where an invasive surgical response identified a tear in the vena cava. The tear was repaired, but the patient did not recover. The facility reported the lead was not available for return and analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was thought to be part of a pending system explant due to replacement of another manufacturer's fractured right ventricular (rv) defibrillation lead. A boston scientific field representative and a technical services (ts) consultant discussed that boston scientific had no information that the other manufacturer's rv lead had been implanted. Subsequent investigation showed the other manufacturer had reported this ra lead was removed from service and surgically abandoned 77.3 months prior to the pending rv lead replacement. The evidence suggests that the chronic model 0154 rv lead and patient's implantable cardioverter defibrillator (ICD) likely also were replaced at that time. The representative subsequently reported the patient passed away during the procedure to explant the other manufacturer's lead. There were no known allegations against boston scientific products; the representative was not present at the procedure and had no additional information available to her.